Event description:
Problem description (B)(6) 2018 08:51:00 (B)(6). Please refer to file #2018-023278-251312 from cad. Problem description (B)(6) 2018 11:33:56 (B)(6). Npi sn (B)(6) had a msiii infusion pump channel a failed pressure calibration 12 psi verification. I reviewed the calibration data with him and advised him to replace pressure sensor.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. . The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 25mar2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of (B)(6) 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. Device was not returned to manufacturing facility.

Event description:
(B)(4). Npi sn (B)(4). (B)(6) had a msiii infusion pump channel a failed pressure calibration 12 psi verification. I reviewed the calibration data with him and advised him to replace pressure sensor.